Event description:
A customer contacted beckman coulter inc. (Bec) and reported receiving seventy-six unicel dxi wash buffer cubetainers that were leaking. Per customer, there was a small leakage from the plastic bag inside the box. The customer did not report an affect to patients or end users in connection with this event.

Manufacturer narrative:
No additional information is available for this event.